Event description:
Surgical procedure for right bipolar hip replacement under spinal anesthesia began at 1320. At 1440 pt's blood pressure and respiratory rate decreased, respirations became loud "snoring and gasping." Anesthesiologist started to bag with mask then intubated pt. Code blue called and resuscitation efforts initiated. Pt pronounced dead at 1545. Suspected allergic reaction to bone cement. Autopsy result not yet available from coroner.